Event description:
The hosp reported that during the coronary artery bypass procedure, two heartstring seals did not deploy out of the delivery tube into the aorta. Replacement was used to complete the procedure. No pt complications were reported by the hosp.